Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was administered sedation (date not reported) to facilitate with testing of the device. The implanted device remains.